Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024, reported as "over the past two months." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps leaked iodine when connected to a transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.